Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. D9, h10 additional narrative d9, h10 additional narrative.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge. Customer¿s blood glucose level was 149 mg/dl. Customer changed cartridge to address the issue and resumed insulin delivery.